Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited an increase in impedance measurements, however they remained in range. A revision procedure was performed where visual inspection of the lead found that the sutures had cut through the insulation and appeared to be trending towards fracture. It was noted that the lead had not yet fractured. Subsequently the rv lead was surgically abandoned and a new lead was implanted. No additional adverse patient effects were reported.